Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: e1: the initial reporter's complete address was not provided. The investigation has been updated to reflect the correct information: investigation summary ==> a video was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned video. The video provided shows arthroscopic images which appear not to be clear enough. No further information was provided. The overall complaint was confirmed as the observed condition of the coupler ac zoom china local would contribute to the complained device issue. Based on the investigation findings, multiple factors are associated with this type of issue, a service evaluation is required in order to determine a root cause for the issue experienced by the customer. Therefore it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported by the healthcare professional in china that during an arthroscopy procedure on (B)(6) 2024, it was observed that the coupler ac zoom device repeatedly fogged-up. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.